Event description:
Customer reportedly rec'd a result of 234 mg/dl on the compact meter with no blood applied to the test strip. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.